Event description:
IV nurse attempted IV start; misses attempt. Activated sharps injury protection, heard click and noticed the needle retract. Went to pick IV catheter to discard and was punctured in left index finger by protruding needle.